Manufacturer narrative:
Investigation summary: bd received an actual used sample, and 6 photos from the customer in support of this complaint. An evaluation of the photos confirmed the presence of damage to the inside of the tube, on the side wall, showing an indentation and the plastic has been peeled away from the inside wall of the tube. No unused samples have been returned for evaluation. Additionally, 80 retention samples from the bd inventory were visually inspected with no damage to the inside of the tube being identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The root cause of the failure mode, damaged tube cannot be determined. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however, this defect is not caused by any process during the manufacturing of this product. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a molding defect sharp protrusions. The following information was provided by the initial reporter. The customer stated: "a peeling-like damage was found inside the tube."